Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut down unexpectedly. The customer connected the pump to a power source to charge and the pump remained unresponsive due to the wake button not functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Blood glucose level was 180 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.